Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. Prior to the procedure, the patient was on antiplatelet therapy. The patient was in atrial fibrillation during procedure. It was reported that the anatomy was complex. The transseptal puncture was inferior-posterior. The left atrial pressure was 20mmhg. Heparin was administered, and a total of 16,000 units were given. The activated clotting time (act) levels ranged from 158-278 seconds. Several manipulations, recaptures, and repositions were required to obtain satisfactory result. The amulet was partially recaptured 5 times prior to implant. Protamine was administered at the end of procedure. The procedure was completed, but some fluid started to build up in the pericardial space around the anterior portion of the right ventricle, which reached 8mm. The patient also had cardiac tamponade. The circumferential pericardial effusion was drained while the patient was still asleep, and 75ml was drained. The patient remained hemodynamically stable. The patient recovered and was discharged the following day. The physician believed that the cause of the pericardial effusion was mainly due to complex patient anatomy and manipulations.

Manufacturer narrative:
H6 medical device problem code 2993 was removed. An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion appears to be a combination of procedural complication (five partial recaptures, several device manipulations and positioning) and challenging patient anatomy. The reported cardiac tamponade was a cascading effect of pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 07 november 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. It was reported that the anatomy was complex. Several manipulations, recaptures, and repositions were required to obtain satisfactory result. The procedure was completed, but some fluid started to build up in the pericardial space around the anterior portion of the right ventricle, which reached 8mm. The pericardial effusion was drained while the patient was still asleep, and 75ml was drained. The patient remained hemodynamically stable. The patient recovered and was discharged the following day. The physician believed that the cause of the pericardial effusion was mainly due to complex patient anatomy and manipulations.